Event description:
It is alleged that at the end of a lapcholy the surgeon tried to move the cannula while the instrument arm was still in the pt. It was reported that the cautery hook got caught and the tip fell into the pt. It was reported that the tip was not able to be removed from the pt.